Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring made attempts to obtain additional information on (B)(4) 2012. To date, no response has been received. It additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a PICC. The customer reports that the single lumen catheter infiltrated. There was no medical intervention other than replacing the PICC.